Event description:
It was reported that the implant collar fractured and caused the abutment to unscrew. Implant removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. PMA/510(k) number: k011028 and k013227.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the following sections have been updated: b4: date of this report b5: describe event or problem d4: expiration date g3: date received by the manufacturer h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h4: device manufacture date h6: evaluation codes h10: additional narrative an implant was returned for investigation.visual inspection of the as returned product identified worn marking due to usage, bone and a fracture at the collar. Also, an associated product zoa451s was returned. However, this item is listed as associated item only and did not cause or contribute to the event. No further investigation will be conducted. Functional testing to recreate the reported event could not be performed due to the nature of the device and event.no pre-existing conditions were noted on the per. The reported device was location is #16 and was used for approximately 4 years. Pictures or x-ray images were not provided. Review of appropriate documentation: instructions for use for tapered screw-vent® and trabecular metal¿ implants 4869 rev 9 ¿ (B)(6) information identified: contraindications, warnings DHR review: DHR review was completed for the subject lot number (63461462). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (63461462) for similar event and no other complaint was identified. Review completed utilizing keywords: fracture : implant post market trend review: april post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.